Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cruciate ligament surgery the instrument of the scorpion needle knee has been used when two needles broke off and got stuck at the instrument. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-12990, knee scorpion, batch number: 14478202, was received for investigation. Visual evaluation of the returned device noted a fragment of a foreign material in the suture slot. Functional testing was performed by attempting to insert an ar-12990 knee scorpion needle into the returned device, the needle was met with resistance, and it was found that the cannulated shaft of the instrument is obstructed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.